Event description:
Defibrillator failed to charge or deliver shock after analysis determined pt was in ventricular fibrillation. Pt was successfully counter shocked by a different device and recovered from event.